Event description:
Medwatch: "machine intermittently lost power while on switch was engaged during the harvest as per surgeon." No patient injury reported and no information if the event led to surgical delay. No additional information has been provided after several attempts.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The blades for dermatome (ID 3539602) were not returned for evaluation after three good faith attempts (gfes) were made; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.